Manufacturer narrative:
12/17/1997: manufacturing site information corrected and provided.

Event description:
Pt arrived at ER in comatose state. Narcan was administered to stabilize pt. ER staff was not familiar with infusion pump, did not know how to stop it, and did not feel comfortable withdrawing drug remaining in pump. Hosp was provided with a source of a pump programmer if necessary for pt. Pt was admitted to surgical ICU, and later admitted to a general medical floor. No further info is available on this pt upon repeated attempts to contact the medical floor manager. Device remains implanted in pt.